Event description:
It was reported that the implantable cardiac monitor (icm) could not establish telemetry with multiple programmers. It was noted that the clinician could detect the device in the patient as it was implanted just below the skin; however, three days post the attempt to interrogate, the patient found the icm in a bathroom drawer. The patient was put on antibiotic therapy and a new icm was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).